Event description:
Tip of smith and nephew anchor suture delivery device broke off in right hip during labral tear repair. Smith and nephew anchor suture delivery device - anchor suture fix 1.7 cat/serial #(B)(4). A total of 8 sutures were utilized from the following three batches: (B)(4). We have no way of knowing which lot # had the tip which remained in the patient. All were implanted into the patient on (B)(6) 2015.